Manufacturer narrative:
Sections with additional information as of 09-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note 1: manufacturer contacted customer in a follow-up call on 17-mar-2023 to ensure the customer's condition had improved - able to establish contact with granddaughter who stated after the call, the customer's condition had initially improved but then had worsened as the day went on. Granddaughter had taken customer to the ER the night before as her blood glucose had been 28 mg/dl fasting. The diagnosis was low blood glucose, and customer was currently still in the hospital being monitored. Granddaughter stated that they are looking at the dosage of insulin the physician had prescribed to the customer. Granddaughter stated that after being discharged the customer will be going to a nursing facility to be monitored. The customer did not have any diabetic symptoms at the time of the follow-up call. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). Granddaughter is calling on behalf of the customer. At the time of the call, the customer felt well and did not report any symptoms. Granddaughter stated that earlier the customer had felt "groggy" and did not have much energy. Granddaughter stated the customer had not been able to obtain a blood glucose test result with the meter, only the e-3 error, and that she had contacted the customer's doctor. Granddaughter had given the customer applesauce and had been advised by the doctor to administer insulin. Granddaughter also stated that the day prior to the call the customer's blood glucose had been 40 mg/dl fasting. Granddaughter had called 911 and customer had been taken to the hospital. The diagnosis had been low blood glucose and customer had been given sugar and a peanut butter sandwich. The customer had been advised to follow-up with the physician that had decreased her insulin dosage to 45 units. During the call, a blood test was performed by the customer non-fasting and produced test result of 50 mg/dl using true metrix go meter; customer had been given insulin prior to the call, and granddaughter stated she was going to the give the customer applesauce. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/31/2024 and test strips were opened 1-2 weeks prior to the call.